Event description:
Customer reported via phone call that the screen on the insulin pump went blank. Customer had changed the battery the night before and had to change it 3 times in the morning and received a battery out limit alarm. Customer explained that after eating breakfast she checked her blood glucose and it was 400 mg/dl. She looked at the insulin pump and noticed the display was blank. Customer stated that the insulin pump has not been bumped or dropped. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display returned. The battery cap will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.